Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported burnt inside, which was confirmed through visual inspection during evaluation. Evaluation observed burn damage to the radio printed circuit board as a result of fluid intrusion. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was found burned inside. There was no known patient injury or medical intervention associated with this event. No additional information is available.